Manufacturer narrative:
Cooper surgical inc. Is currently investigating the reported complaint condition. (B)(4).

Event description:
"The customer advised that the unit broke during the procedure. Customer says that it broke in multiple pcs, however the patient is fine. The customer used another unit which worked fine." (B)(4).

Event description:
"The customer advised that the unit broke during the procedure. Customer says that it broke in multiple pcs, however the patient is fine. The customer used another unit which worked fine." Ref e-complaint (B)(4).

Manufacturer narrative:
Investigation x-initiated manufacturer's investigation x-no sample returned x-review DHR. Analysis and findings e-complaint (B)(4). *was the complaint confirmed? No. The reported result in the event could not be confirmed as the actual sample was not returned for investigative analysis. However, if in the future the sample made available, the investigation may be reopened and addressed as needed. A review of the product two-year history indicated this type of failure being previously reported, however, no root cause has been identified based on all analysis performed. Testing of previous returned samples verified devices functioned in an acceptable manner; where a similar event was reported and both analysis and testing proved that even in sever short shot retaining clips, the function of the devices were still acceptable. A review of the work order DHR did not indicate any abnormalities, and a process walkthrough verification indicated that procedures were properly being practiced and followed in the csi assembly work area. *correction and/or corrective action corrective action is not applicable due to the absence of the actual affected device for investigative analysis as it was not returned to determine a possible root cause. This complaint will be monitored for trending in that no injury was reported to end user or patient. *preventative action activity coopersurgical will continue to monitor this complaint condition for any trends. This report is being submitted as part of a retrospective review of our reportable events, please be aware it occurred in 2018.